Event description:
It was reported the patient is experiencing a burning pain at the ipg site. As a result, the patient's physician gave her voltaren gel to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.